Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced ketoacidosis during the night with a blood glucose level of 20.6 mmol/l and needed assistance from her husband; type of assistance received was not provided. Caller stated customer has experienced several high readings in the last weeks; alleges the pump did not deliver the correct amount of insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Changed the date the material was received on.